Event description:
It was reported from (B)(6) that the attachment device was frozen and was not functioning. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device is frozen was confirmed. An assessment was performed and it was determined that the ball bearings inside the nose cone of the unit are most likely damaged from normal use over time. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.